Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient has developed an infection. It was reported that the patient is at high risk due to other medical conditions. Due to inadequate surgical prep as the patient is large in stature, the physician has elected to treat the infection with antibiotics before considering system removal. No additional adverse patient effects were reported.